Event description:
It was reported that during a robotic nephrectomy, the surgeon that first assisted used a stapler with a gray reload to transect renal artery. Stapler anvil was closed on renal artery without difficulty. After holding for 15 secs, fired stapler. Audible firing sequence deployed, when knife blade returning a loud ¿pop¿ was heard by everyone present in room. Stapler was opened easily. Artery had been transected fully with visible staple line. Stapler was easily closed to remove through trocar. The procedure was delayed by six minutes. The procedure was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024, d4: batch # 901c13. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with an ecr60m reload loaded on the device. The reload was received fully fired with slight damage on the reload deck and some staples not properly formed on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. One knife wing was lodged with in the channel and the other knife wing was not returned for analysis. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 901c13, and no non-conformances were identified.